Event description:
It was reported that the patient presented for a pain pump replacement procedure. It was noted that the pacemaker exhibited noise oversensing resulting in inappropriate mode switch. No intervention was performed. The patient was stable.